Event description:
The company was informed that the patient's device was implanted. The patient reportedly experienced discomfort and facial nerve stimulation. Programming changes did not resolve the issue. Testing showed that the patient's device was functioning. Due diligence resulted in no response from patient until recently.